Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that the head unit fell off during a procedure. There was no contact with the patient and the surgery was completed. There was no patient harm.

Manufacturer narrative:
The system was examined and the company representative found that the libero-microscope shaft seized up inside the arm mount. The post had been confirmed to have been stripped. The top of the libero post assembly was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The microscope was manufactured on july 23, 2014. Based on qa assessment, the product met specifications at the time of release. Per the operator¿s manual, the customer should have noticed a seizing libero post during any of the following pre-op instructions: make sure locking screws are securely fastened. Check the friction settings on all axis points and use the knobs for any corrections. Check the function of the xy coupling, and the focus and zoom functions using the foot control. The root cause of the reported event can be attributed to the libero post assembly seizing up inside the arm mount allowing the shaft to be stripped while rotating the optical head during customer use. How the shaft became seized up remains uncertain. (B)(4).